Event description:
It was reported that the customer was hospitalized due to a non-tandem infusion set being painful, customer ¿ignored it¿ but was then taken to the hospital for ¿swelling¿ at the site. Customer was treated with antibiotics. Customer declined to provide any additional information. The infusion set brand and manufacture was not provided.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.